Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a tachy lead from another manufacturer exhibited high out of range shock impedance measurements. Boston scientific technical services discussed programming options. This device remains in service. No adverse patient effects were reported.